Manufacturer narrative:
(B)(4). Our investigation is in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the opt844 optiflow nasal cannula was causing pressure sores above the ears. They further reported that water was entering the patient's nasal pathway. No patient consequence was reported.

Manufacturer narrative:
(B)(4) method: the complaint opt844 optiflow nasal cannula was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the hospital, investigation of similar complaints and our knowledge of the product. Results: the hospital reported that there was condensation in the cannula. The hospital did not provide cannula sizing information. A lot check could not be performed as the lot information was not provided. Conclusion: without the return of the complaint device we are unable to determine the cause of the reported problem. However, over tightening the head strap or incorrect sizing of the cannula may cause pressure sores. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of setup and environmental factors. The user instructions that accompany the opt844 optiflow nasal cannula state the following: "ensure nasal cannula is sized correctly and does not create a seal in the nares." "Check for condensate regularly. Drain as required." Since the reported incident an fph representative has been in contact with the hospital staff to answer any questions and to provide ongoing training. The hospital staff further reported that the patient was ok.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the opt844 optiflow nasal cannula was causing pressure sores above the ears. They further reported that water was entering the patient's nasal pathway. No patient consequence was reported.